Manufacturer narrative:
(B)(4). One sample was received in reference to "check heater line alarm". The set was visually inspected with solution noted throughout. Sample had heater line spike and supply line spikes cut away. Set was placed on machine for priming and run with repeat of check heater line alarm for 3 runs. Visual inspection of the cassette found indentions at the top right disposal and bottom of left disposal. Pressure test of set under water at 8 psi noted leakage at indention site. Sheeting was removed from the cassette and new sheeting placed on cassette, set was then reloaded on hc machine for priming and run with no alarms noted. This complaint was confirmed in the lab. However, per the complaint information, the cause of the alarm is indented cassette sheeting. The lot number is unknown, therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The lot number was unknown, therefore a batch review would not be performed. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of the homechoice (hc) cassette, it was found that there was a leakage on an indentation site. The cassette was received for evaluation to investigate a check heater line alarm that appeared on the hc unit during fill 1.